Event description:
A malfunction alarm labeled as malf 12 was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to report if any further malfunctions occur.